Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/29/2023. An investigation was conducted on 07/13/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. The tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. The hot jaw insulation was observed to be intact with no visual defects observed. The heater wire was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system the lot # 3000296021 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure it was discovered that the tip of the vasoview hemopro vh-3500 jaw peeled back. The jaws were closed during insertion. Slight resistance, however, jaws were inserted correctly. Nothing fell into the patient. A new device was used. No procedural delay. No harm to the patient.